Manufacturer narrative:
Investigation - evaluation. It was reported to cook that the wire guide of a lock pericardiocentesis catheter set, rpn: c-pcs-830-lock from lot# 7663654 was kinked and flaking inside the package when the package was opened during a pericardiocentesis procedure. This occurred prior to patient contact. This incident was reported by (B)(6) hospital, in japan, on (B)(6) 2020. Another device was used to complete the procedure. The patient reportedly experienced no adverse effects as a result of this incident. This report will address the coating flaking off. A review of the complaint history, device history record (DHR), instructions for use (IFU) and quality control, as well as a visual inspection of the returned device, was conducted during the investigation. One lock pericardiocentesis catheter set with a wire guide was returned to cook for evaluation. Upon visual inspection, a slight bend on the distal curve was noted. Several coils were offset and the coating was flaked off in several spots on the distal curve. There is evidence suggesting that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file found that this device is both safe and effective for its intended use. A review of the dhrs for the reported complaint device lot (7663654) and the related wire guide sub-assembly lots revealed two non-conformances for burned teflon coating and a wire guide flex issue in which two devices were scrapped. A database search found no other events associated with the reported device lot. As nonconforming devices were scrapped, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product IFU, ¿pericardiocentesis sets,¿ provides the following information to the user related to the reported failure mode: how supplied: ¿upon removal from package inspect the product to ensure no damage has occurred.¿ based on the information provided, evaluation of the returned device, and the results of the investigation, a definitive root cause was traced to component failure without a manufacturing or design deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a lock pericardiocentesis catheter set was selected for a pericardiocentesis procedure. Upon opening the package, the user found that the wire guide inside was kinked. The user then opened another package to complete the procedure. The device did not make patient contact. Upon preliminary analysis of the returned device, it was observed that the wire coating had flaked off in several spots on the distal curve where kinking was noted.